Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Medtronic representative reported via email low blood glucose levels. Customer's blood glucose level was in the low 30 mg/dl range. Customer has received a replacement insulin pump.